Event description:
It was reported that the patient underwent explant procedure due to the device has pushed its way out of the spine. No further information has been obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago based on the date the manufacturer became aware of the event.